Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Follow-up with the customer, by a getinge representative, found that the customer serviced the unit in house and found no problems with the fiber optic module (fom). The customer stated that the event was related to an incorrect setup of the fom, and when changed to the proper setup, the fom functioned as intended. As stated by the customer, all test values of the fom were within range and the iabp was then released and cleared for clinical service. Customer serviced device.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure. There was no patient harm and no adverse event reported.